Manufacturer narrative:
Device evaluation summary:the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification.(B)(4)

Manufacturer narrative:
It should be noted that MRI exposure is contraindicated when the pump contains drug solution. Internal complaint number: (B)(4).

Event description:
On (B)(6) 2015, the patient's pump was refilled at the clinic with no issues. On (B)(6) 2015, a shoulder MRI scan was ordered by an orthopedic surgeon. The drug was not removed from the pump prior to the MRI scan. After the MRI scan, the patient reported to be feeling extremely drowsy. On (B)(6) 2015, the patient was transferred to the intensive care unit (ICU) and was placed on a ventilator. On (B)(6) 2015, it was observed that the actual reservoir volume did not match the expected volume. The patient remained in the intensive care unit (ICU) until (B)(6) 2015 on the ventilator. The patient has since recovered and is doing well. The pump was explanted on (B)(6) 2015.